Event description:
The customer reported that the distal tip of the subject device was damaged. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the bending section cover (a-rubber) was missing. This report is being submitted for the malfunction found during device evaluation (missing a-rubber). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the reported issue (damaged distal tip) was confirmed. It was observed that there was a leakage due to missing a-rubber. In addition, service found that the device failed the probe insulation test, there were minor scratches on the pink probe tip and the distal end of the device, the adhesive on the bending section cover was cracked, the image was foggy but after aeration it was ok, the insertion tube was buckled, there was a customer label on the control body, there was fluid invasion in the scope connector, and the bending angle was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to stress, handling, or other factors. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.